Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The patient was doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The patient was doing well following the procedure.